Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the fluid ingress on the system controller was not confirmed. The modular cable was exchanged due to it being heavily repaired with rescue tape. The low flows have somewhat resolved since the changes to the patient's medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection of the returned system controller revealed that the strain relief on the connector side of both the white and black power leads were broken. The reported event of fluid ingress was confirmed via analysis of the returned system controller. The reported event of atypical power cable disconnect alarms was not confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that a green fluid substance consistent with fluid ingress coating the strain relief and outer jacket beneath the strain relief. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The integrity of the wires in both system controller power cables were evaluated and no issues were observed. The cable jacket was removed to inspect the underlying layers, revealing a green fluid substance coating the underlying protective wrap layers and shielding. The protective layers and shielding were then removed to inspect the underlying wires, revealing that the wires were also coated in the green fluid substance. Log files was downloaded from the returned system controller and submitted for review and data from the reported event of 22oct2024 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23aug2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic and the ventricular assist device (vad) was interrogated. The information in the log file was only showing information from that day. The log files were reviewed and showed data from 02oct2024 at 6:16 am to 12:20pm. Any events prior to this were overwritten and only the last 256 were seen as intended. The event log file showed low flows which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm. These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. The low flow events did not seem to be due to any device issues. No other unusual events were seen. Upon further inspection of the system controller there was water damage at the white port and the patient reported alerts indicating the white port had no power (yellow light on the white port on the system controller). After reseating the patient's batteries the yellow alert disappeared. The system controller and modular cable were exchanged. The clinic stated they could only see the last 20 events on the heartmate touch and tech services offered instructions on how to go to historical view to see more information. The cause of the low flow alarms was due to hypertension and medication was increased for this. It was unknown if the low flow alarms had resolved because the patient's medication hadn't been increased long enough. No patient symptoms were observed at the time of the low flows. The modular cable was confirmed to be exchanged. Equipment was confirmed to be returning via the shipping label provided by abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.